Event description:
It was reported to resmed united kingdom that an astral device displayed a battery inoperable error message, then the device alarmed and restarted. There was no patient injury reported as a result of this incident.